Manufacturer narrative:
The technician replaced the brake bushings and casters to repair the bed.

Event description:
Information received indicates, the bed has no brake after setting the brake pedal into the brake position. The bed would roll and stay in steer.